Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 40 mg/dl. Customer was treated with the food for the low blood glucose. It was unknown that the customer was using auto mode or not. The insulin pump will be returned for analysis.